Event description:
It has been reported to philips that the system could not boot up. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that system hard disk was failing. The system hard disk has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, reported problem was found during the preparation process. The philips field service engineer (fse) inspected the system onsite and confirmed system was not booting up. Upon functional testing fse found failure in os disk. The fse replaced os disk and reinstall system software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.